Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have gone through 2 sets of arctic gel pads and 2 arctic sun devices prior to calling because they keep getting 02 (low flow) and air leak alerts. Current device was powered off. Had them power back on and verifying connections. Confirmed 5 pads connected to device. Restarted therapy and device did low flow and air leak but was able to work out air from lines. Therapy stabilized at 3.1 l/m. Advised it takes a couple of minutes at start up for device to work out air from connection and for water flow rate (wfr) was to stabilize, water flow rate (wfr) was excellent. Encouraged to call back if anything else arises with device.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that the nurse stated they have gone through 2 sets of arctic gel pads and 2 arctic sun devices prior to calling because they keep getting 02 (low flow) and air leak alerts. Current device was powered off. Had them power back on and verifying connections. Confirmed 5 pads connected to device. Restarted therapy and device did low flow and air leak but was able to work out air from lines. Therapy stabilized at 3.1 l/m. Advised it takes a couple of minutes at start up for device to work out air from connection and for water flow rate (wfr) was to stabilize, water flow rate (wfr) was excellent. Encouraged to call back if anything else arises with device.